Manufacturer narrative:
H3 other text : serviced by third party service center

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to a third-party service center for evaluation. The evaluation has yet to occur so at this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.